Manufacturer narrative:
D4: the reported lot numbers were h23d26083, h22d11045, h23j05044. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "accidental disconnection between the blue clamp and the tubing of patient's minicap extension" from a transfer set. It was reported that the patient experienced peritonitis. It was reported that the cause was "staph heamolyticus". The patient is in the hospital, however the reason for the hospitalization is not reported. The patient was treated with unspecified antibiotics and antifungal medication for the event. Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon further follow up, it was reported that the patient experienced a break in aseptic technique with a possible touch contamination due to a disconnection from the tubing extension and minicaps. It was also reported that "the patient did not experience any symptoms of peritonitis" and the antibiotics given was precaution for treatment of "unspecified growth found in the pd fluid". It was reported that the patient's parent was not retrained for aseptic technique however it was reported that the pd nurse provides training to the parent on a "regular basis." Dianeal therapy is ongoing. This report is for a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.